Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation and high pacing impedances, high capture thresholds, and over-sensing noise on the right ventricular (rv) lead; it was reported that there was lead fracture on the rv lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.